Event description:
It was reported that the customer's blood glucose level was displayed as "high," but a specific value could not be confirmed since the reading was obtained from a cgm without confirmation from a meter. The customer replaced the infusion set and delivered a bolus, while cts advised consulting a healthcare professional to discuss possible causes for the high readings. A supplies and system check was initiated, and the customer will replace supplies as needed and resume insulin.